Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was produced by the returned device due to a faulty cable. In addition, appearance defects of the cable due to physical stress were noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model otv-s7h-1d-l08e, camera head to olympus for repair due to a report of "camera head cable break." Upon inspection and testing of the returned device, it was found that no image was produced. This report is submitted due to no image found during testing of the returned device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: h8, g3, the aware date should be 10-mar-2022. The device history record was unable to be reviewed for this device since it has been over 16 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, no image was displayed due to broken camera cable. No further information can be obtained to identify the cause of the broken camera cable, however, wear and tear was stated as a likely cause. Olympus will continue to monitor field performance for this device. G3: investigation activities have been opened to manage the actions related to this report and any required MDR reporting.